Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was manufacturer representative (rep) reported that the patient (pt) had been getting great therapy, but the patient's spinal cord stimulator was coming up on the verge of needing to be replaced, due to age. Patient's healthcare provider had the representative meet with the patient today to run impedance checks and discuss device replacement. Representative said pt was programmed in tablet with a 2x8 surgical lead, but in fact, had a 5-6-5 lead. Rep ran the first impedance check with the 2x8 surgical lead configured and got a specific electrode result: impedances over 40,000 on contacts 0, 3, 4, and 6. Representative changed the lead to a 5-6-5 lead and noticed the impedances changed to different contacts as well. Rep said the pt then had over 40,000 impedances on 1, 3, 4, and 7 and an impedance of 8,010 on electrode 8. Rep also said the pt had been programmed with intensity of 13 or so, but after reprogramming and lead reconfiguration was programmed with therapeutic results around 2.0. Representative also said when they were at the top of the middle row, patient got right-sided coverage for their hip and leg, but if they moved to the farther right row, they would get bilateral coverage. Technical services (tss) discussed electrode impedance results and how results display and read between lead configurations. Pt was getting therapeutic results and was satisfied with therapy, so no further actions were recommended. No symptoms were reported.